Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had no image. Based on the results of the investigation, the probable root cause was water invasion caused by a leak. The image was restored after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.